Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the cusa excel console hfd1403002ie was not returned to integra for failure analysis investigation; a service engineer visited the reporting facility on the (B)(6) 2015. The service engineer verified there was an intermittent ultrasonic output failure; one fet component was verified as defective in the output stage circuit. The cusa excel console received a replacement ultrasonic assembly and was calibrated. Seventeen complaint investigations are linked to ultrasonic failure. The quantity of complaints over the review period with the key words identified in the complaint review (17) can therefore be calculated as (B)(4)% (2 x 10-4) of procedures. Root cause: one fet component was verified as defective in the output stage circuit of the ultrasonic board thus resulting in the failure of the ultrasonic assembly to function.

Event description:
This is first of two reports (same user facility, different incident, different product serial numbers). The cusa stopped working in the middle of a case. There was a 45 minute delay in surgery. The device had been inspected and it was found that the mother board was blown. Additional information has been requested.